Event description:
The customer reported a coulter lh 750 hematology analyzer was generating r-flags when processing reticulocyte controls. In addition, the customer found a leak that was contained within the instrument. The customer did not provide information on personal protective equipment worn by the instrument operator when the leak was found. There were no reports of direct contact with the leak. There were no erroneous results generated or impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that a pin-sized hole in tubing through pinch valve vl108 caused the leak. The tubing through pinch valve vl108 was replaced and the leak was resolved. The fse also found a hole in the tubing through pinch valve vl107a which caused an air leak. The fse replaced the tubing through the pinch valve and the air leak was resolved. The fse determined the cause of r-flags were the ttm transducer and light scatter detector, which were misaligned. The ttm transducer and light scatter detector were realigned to resolve the flags. Afterwards, the instrument passed all quality control runs and did not generate flags. As incidental service, the fse adjusted the sample pressure. The repairs were verified per established procedures. (B)(4).